Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). In (B)(6) 2021, the patient was in the hospital for a reaction to a new drug and could not breathe. The drug name and specific date could not be provided. While in the hospital, the result from the meter was 2.5 inr. At the same time, the result from the laboratory using an unknown reagent was <2.0 inr. The specific result could not be provided. The patient was treated based on the laboratory result but did not know the treatment provided. On (B)(6) 2022 at 9:10 pm, the result from the meter was 5.1 inr. The patient was feeling dizzy so she went to the ER. At 10 pm, the result from the laboratory using an unknown reagent was 3.2 inr. Based on the laboratory result, the patient was not treated and was sent home. The therapeutic range was 2.0-3.0 inr.

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr, qc 2: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer's alleged result of 2.5 inr on (B)(6) 2021 was observed in the meter's patient result memory on (B)(6) 2021. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer.